Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a crack; the control unit has discoloration; the paint on the air/water cylinder is peeled; the universal cord has a scratch; the protector of the universal cord on the control section side has a scratch; the indication on the scope connector is peeled; the adhesive around the light guide lens has a scratch; the plastic distal end cover has a scratch; the connecting tube has a scratch; due to damage, switch 1 does not work; due to damage on the up/down knob, water tightness is lost. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is or when it adhered to the device. The air/water nozzle was flushed with water, and wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, the instrument channel port, and suction cylinder. The customer stated there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects that came out from the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: d9 - date returned to manufacturer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material remained in the device because reprocessing has not correctly been implemented in line with the instructions for use (IFU). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.